Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker had a bent helix. The device was removed. There were no patient consequences.

Manufacturer narrative:
The reported event of material twisted/bent was confirmed. Final analysis found that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that the device was replaced with another leadless pacemaker.